Event description:
Customer reported that he has been experiencing high blood glucose. Customer stated that he has changed the reservoir and infusion set and the insulin pump is not delivering insulin and it is not alarming no delivery. Customer started using his old insulin pump and it is working. He stated that the old device des alarm no delivery when there is a kink on the infusion set. Customer declined to perform the high pressure test on the insulin pump and to troubleshoot for high blood glucose blood glucose value was 590 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No cosmetic damage noted.